Event description:
It was reported that caller experienced app issue when attempting to stop insulin, put pump in sleep mode, take pump out of sleep, or switch to exercise mode, during which app would freeze. The customer experienced a blood glucose level of "40-50" mg/dl. Customer resolved low bg by eating candy. The customer relaunched the mobile app, and was able to resume insulin therapy.